Event description:
It was reported that the primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch had a leak issue. It was stated that ¿the set was leaking.¿ there was unknown patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
There was no harm reported as a consequence of this event.